Event description:
It was reported that a patient death occurred. The patient presented for a complex left main to left anterior descending artery (lad) crossover procedure. It was noted that the left main was severely tortuous and heavily calcified. A 1.75mm rotalink rotablator plus was used for two runs of 11 seconds to ablate the calcium, then a wolverine 3.0 x 10mm and a synergy 3.0 x 32mm were used to treat the lesion; both were inflated at 11 atm. Afterwards, angio revealed timi3 flow without any dissection. After angio, however, the patient went into cardiac arrest and was immediately moved for emergency coronary artery bypass graft surgery. The patient passed away the next day due to cardiac tamponade which led to cardiogenic shock.

Manufacturer narrative:
The returned product consisted of the wolverine catheter. A visual and microscopic inspection was performed which revealed no signs of damages or defects. It was reported that a patient death occurred. Death, cardiac tamponade, and cardiogenic shock are a known inherent risk of the device and is listed in instructions for use and risk documentation. Device analysis identified no issues with the actual device which could potentially have contributed to the complaint event, as the complaint did not report any device malfunction.

Event description:
It was reported that a patient death occurred. The patient presented for a complex left main to left anterior descending artery (lad) crossover procedure. It was noted that the left main was severely tortuous and heavily calcified. A 1.75mm rotalink rotablator plus was used for two runs of 11 seconds to ablate the calcium, then a wolverine 3.0 x 10mm and a synergy 3.0 x 32mm were used to treat the lesion; both were inflated at 11 atm. Afterwards, angio revealed timi3 flow without any dissection. After angio, however, the patient went into cardiac arrest and was immediately moved for emergency coronary artery bypass graft surgery. The patient passed away the next day due to cardiac tamponade which led to cardiogenic shock.